Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The hcp stated that the pump was explanted due to infection on (B)(6) 2024. When asked if the issue was resolved, the hcp stated that the pump was explanted and the patient was now on intravenous (IV) antibiotics via a peripherally inserted central catheter (PICC) line.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient had their pump and catheter explanted on (B)(6) 2024. The pump was explanted and IV antibiotics were started. The wound cultures were positive for klebsella. It was reported that after the patient's first revision they developed a hematoma three days later. The incision partially dehisced. Patient had a wound washout and reclosure and the hematoma reoccurred and this was when the patient accidently cut their catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that his first pump from 2022 got infected from the surgery, so they had to replace the pump. The patient stated that the infection started after the pump was relocated. The pump was on a the side of the abdomen and pulled away from fascia and the stitches broke and pulled away, so the healthcare provider (hcp) relocated to front of abdomen on left side but got infected. The catheter came floating out of body because the stitches were pulled out. The whole system was removed and the newest synch 3 was implanted on (B)(6) 2024. The patient began treatment on july 12 and present to the emergency room for surge on july 13. The agent reviewed the current handset was version 1.0 and needed the version 2 for synch 3. The patient threw away the newest equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6). Implanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #:(B)(6), ubd: 17-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient developed an infection at the catheter site. The hcp stated while the patient was changing his dressing, the catheter was stuck to the dressing and he accidently cut the catheter with scissors. The hcp stated they were shutting the pump off today and they were discussing explant and reimplant when issue was resolved. The pump password was also provided.

Event description:
2024-08-16, rtg0638821 (hcp) information omitted related to pe 706903959 regarding previous pump revision. Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient developed an infection at the catheter site. The hcp stated while the patient was changing his dressing, the catheter was stuck to the dressing and he accidently cut the catheter with scissors. The hcp stated they were shutting the pump off today and they were discussing explant and reimplant when issue was resolved. The pump password was also provided. 2024-08-21, lfc (hcp) additional information was received from a healthcare provider (hcp) reporting that the patient had their pump and catheter explanted on (B)(6) 2024. The pump was explanted and IV antibiotics were started. The wound cultures were positive for klebsella. It was reported that after the patient's first revision they developed a hematoma three days later. The incision partially dehisced. Patient had a wound washout and reclosure and the hematoma reoccurred and this was when the patient accidently cut their catheter. 2024-09-04, lfc (hcp): additional information received from a health care provider (hcp) indicated that the pump was infected so it was discarded. The hcp also stated that the pump was working normally before it became infected. 2024-08-29, lfc2 (hcp): information omitted related to pe 706903959 regarding infection at the catheter site. The hcp stated that the pump was explanted due to infection on 2024-08-17. When asked if the issue was resolved, the hcp stated that the pump was explanted and the patient was now on intravenous (IV) antibiotics via a peripherally inserted central catheter (PICC) line. 2024-11-21, mpxr 1246361, e1, e2 (rep, hcp, con): information omitted pertaining to pe 706903959 - pump movement, revision. Additional information received from the patient and the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, per the patient, in the past year, the patient had his pump replaced. The patient was unsure of the date and status/location of the previous pump. The patient's current physician and surgical assistant could not confirm the previous surgical dates. Previous surgeries were done with a different physician. A new pump was implanted on (B)(6) 2024. At the time of this report, the issue was resolved and the patient status was "alive-no injury". At the time of this report, the pump was used to deliver dilaudid (hydromorphone) 4mg/ml at a dose of "1mg/ml". The patient's weight and medical history were asked but were unknown.

Manufacturer narrative:
G2. All report sources have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the pump was infected so it was discarded. The hcp also stated that the pump was working normally before it became infected.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient and the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, per the patient, in the past year, the patient had his pump replaced. The patient was unsure of the date and status/location of the previous pump. The patient's current physician and surgical assistant could not confirm the previous surgical dates. Previous surgeries were done with a different physician. A new pump was implanted on 2024-11-24. At the time of this report, the issue was resolved and the patient status was "alive-no injury". At the time of this report, the pump was used to deliver dilaudid (hydromorphone) 4mg/ml at a dose of "1mg/ml". The patient's weight and medical history were asked but were unknown.